Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor rate error. No adverse effects were reported.

Manufacturer narrative:
The device was returned to smiths medical. There was particulate on the u29 sensor of the main board. Cleaned off u29 sensor of main board. Performed power up process, pm, occlusion test and all functional tests which passed. The root cause of the issue could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device is three years old.